Event description:
The customer returned the xenon light source to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had lamp connection failure and insufficient lamp intensity. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction lamp connection failure was due to damaged heat sink, and insufficient lamp intensity was traced to deformed lamp connection receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.